Event description:
The account alleged that the nurse did not function. No pt impact.

Manufacturer narrative:
The account found the brake out cable was damaged. No further info is available on the repair of the bed at this time.